Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 39565-65, lot# serial# unknown, product type: lead. Information references the other applicable components: product ID: 39565-65, lot# serial# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - non-malignant pain/ chronic low back pain. It was reported that the patient had a myelogram and there were concerns that the leads were displaced. The caller stated that the home health care folks looked it up and thought there could be a recall on the patient's unit. Caller stated that it was discovered via myelogram 2 weeks ago, and confirmed it was (B)(6) 2017. Caller stated that the reason the patient had the myelogram was because the patient had been having pain issues so they wanted to find out what was going on, and that the patient had missing ribs on one side and some bone stuff so they wanted to check and see if anything had shifted. Caller was unable to identify when the pain started, and stated that the patient has been in chronic pain for several years. It was reported that the patient has had some falls but the caller was not sure when they started. Caller stated it was last year. Patient is to follow up with healthcare provider. No further complications were reported or anticipated.